Event description:
It was reported that a patient being supported with a quadrox-ID oxygenator exhibited a pattern of diffuse cerebral phenomenon. This information was obtained during a meeting with some staff at (B)(6) medical center. No additional information was provided. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. The device was discarded by the facility. A lot number was not available so an investigation or root cause determination is not possible. The customer made no request for an investigation.